Event description:
It was reported that patient underwent a bunionectomy procedure utilizing a resorbable pin on (B)(6) 2013. During the procedure, the pin fractured upon insertion in the patient and the surgeon removed pieces of the pin. Another pin was available to complete the procedure without delay.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).